Event description:
It was reported, the connectors, retaining rack and labels on the endoscope reprocessor were damaged. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported that the scope retaining rack was missing index pins and that the connectors were broken. Tac explained that wear and tear on the scope retaining rack is expected and not covered under the service contract. They supplied part # gt943000 and recommended that the facility order it through customer care. Tac also emailed him the list of compatible endoscopes and connecting tubes from the endoscope reprocessor document, as well as pages from the endoscope reprocessor operation manual that provide a diagram of the unit¿s basin. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection, however, based on information received, it was considered that aging deterioration occurred by being hit with a hard object or by accumulating loose stress, which led to breakage of the connectors. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. Olympus will continue to monitor field performance for this device.